Event description:
It was reported that lead noise, high capture threshold and low, out of range, low voltage lead impedance issue was observed on the rv lead. Patient was asymptomatic. It was unknown when the exact date of the issues began however it started several months ago. The lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.